Event description:
It was reported that during a procedure for hypertrophy tonsillitis and adenoidal hypertrophy, the handpiece overheated. The doctor got burned. There was towel on the patient abdomen, the doctor placed the overheating handpiece on this towel. This caused a 2nd degree burn to 1% of the patient¿s abdomen. A backup device was used to complete the procedure. The doctor required no additional procedures or treatment for the burn. The patient is being treated in the burn unit for this injury.

Manufacturer narrative:
Date of this report: 07/13/2015. Date received by manufacturer: 08/27/2015. Product evaluation: further inspection confirmed that corrosion was the cause of the motor shorting; the drill would not run. Results: degradation problem. (B)(4)

Manufacturer narrative:
(B)(4). Product evaluation: service and repair could not confirm overheating; pre-repair temperature testing could not be completed because the device was not running when received. A shorted motor was confirmed. The following warnings are stated in the instructions for use: do not use an overheated device, as it may cause thermal injury to the patient or operator. Do not place motor, attachment and tool on the patient or in an unsecured location during surgery.